Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the configuration on the right atrial (ra) lead switched to unipolar as a result of high out of range impedance measurements. While in unipolar configuration, there were a lot of episodes of oversensing. The configuration was reprogrammed to bipolar and minute ventilation (mv) was programmed on. After that, mv chop was observed. As a result, mv was programmed off and the noise was resolved. No further changes were made to the system. No adverse patient effects were reported.

Event description:
Subsequent information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.